Manufacturer narrative:
This supplemental report is to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor complaints for this device.

Event description:
Customer sent a repair request reported with an issue of "unit is too loud an unusual humming sound". The issue found during preparation for use. There was no patient harm, no user injury reported due to the event. Device evaluation found ventilation system issue, the device fans were found making humming noise louder than normal. This report is being submitted due to the finding of ventilation system issue, the device fans were found making humming noise louder than normal identified during device return evaluation .

Manufacturer narrative:
The subject device was received for evaluation and the customers complaint was confirmed. Device evaluation found ventilation system issue. Inspection found fans are making humming noise louder than normal. Unrelated to the reported issue, the device emergency button was found slightly loose (little loose) and needs to be replaced. Investigation is ongoing. This report will be supplemented accordingly following investigation.